Event description:
It was reported that customer was assisting patient with their foley catheter. They would like to know if the 5cc balloon could be inflated with more than 10cc of water. They stated occasionally the foley fell out of the patient when they sneezed or coughed. Representative explained how over or under inflating the foley balloon could cause an asymmetrical balloon and was not recommended. Representative did offer 30cc balloons and competitors might offer 10cc balloons if needed. Asked if the balloon was deflated when it fell out and customer was unsure. They did not have a reference number or lot number available. Patient was using the same foley now with no issues. Customer did not have access to patient for product code at this time. Suggested if it happened again taking note of product and lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). Pfmea ra87p003 rev 23 (sac manufacturing process) was reviewed for this investigation and the failure mode is addressed in step/item # 3. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: a, g the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was assisting patient with their foley catheter. They would like to know if the 5cc balloon could be inflated with more than 10cc of water. They stated occasionally the foley fell out of the patient when they sneezed or coughed. Representative explained how over or under inflating the foley balloon could cause an asymmetrical balloon and was not recommended. Representative did offer 30cc balloons and competitors might offer 10cc balloons if needed. Asked if the balloon was deflated when it fell out and customer was unsure. They did not have a reference number or lot number available. Patient was using the same foley now with no issues. Customer did not have access to patient for product code at this time. Suggested if it happened again taking note of product and lot number.